Event description:
Halyard health received a report from (B)(6) stating the jejunal enteral feeding tube failed while in use. No additional info was provided in regards to the pt's status. Additional info has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the DHR is not possible as no lot number was provided. (B)(4).